Manufacturer narrative:
Device evaluation completed on september 21 2020: during the visual inspection, the device was found to be ruptured. Microscopic examination was performed and the cause of the tear could not be identified. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation/rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor memorygel 200cc silicone prosthesis experienced right sided rupture and left sided asymmetry issue post procedure. During patient exchange surgery doctor noticed her right implant was ruptured, and left side was lower and more lateral than right side. As a result, bilateral replacements was performed as follow: left replaced with cat#:3503504bc sn#:(B)(4), and right replaced with cat#: 3503504bc, and sn#: (B)(4), bilateral capsulotomies, and bilateral capsulorrhaphy was also performed on (B)(6) 2020. This report belongs to right prosthesis.